Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of asian origin. Medical history included hypertension. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50 300iu) cartridge via reusable pen (humapen luxura burgundy) 8 morning and 8 evening 8 (no units) daily, subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2014. Approximately in (B)(6) 2014 his blood sugar was high and controlled not well. In (B)(6)2016, as corrective treatment his physician changed him to insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 300iu) cartridge via reusable pen (humapen luxura) 19 morning and 19 evening (no units) subcutaneously for the treatment of diabetes mellitus. Sometime in (B)(6) 2016 his humapen luxura breakdown and appeared liquid leakage, his blood glucose was also controlled not well ((B)(4)/lot. 1112b05). It was reported his injection dose was not accurate. On an unknown date his blood glucose was high and he was hospitalized on (B)(6) 2017 and was discharged on (B)(6) 2017. After discharged from the hospital, according to his physician order his dosage was adjusted to 20 (no units) in the morning and 19 (no units) at night. Additional information regarding corrective treatment and outcome of the events were not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment was ongoing. The operator of the device was the patient and his training status was unknown. The general device duration of use was approximately 22 months, beginning in (B)(6) 2017. The suspect device duration of use were not provided. The action taken with the suspect device was ongoing and its return was not expected. The reporting consumer did not know if the events were related to the suspect drugs and did not provide an assessment of relatedness between the events and the suspect device. Update 27-jan-2017: upon review, the case was opened to add the product complaint number to the narrative; updated the device from a humapen luxura unknown body type to a humapen luxura burgundy based on a verifiable lot number; and updated the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported his humapen luxura device had a "breakdown" and "liquid leakage" appeared. The patient reported "his injection dose was not accurate." The patient experienced increased blood glucose. The device was not returned for investigation (batch number 1112b05, manufactured december 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to device is not accurate and leaking after injection from device. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of asian origin. Medical history included hypertension. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50 300iu) cartridge via reusable pen (humapen luxura burgundy) 8 morning and 8 evening 8 (no units) daily, subcutaneously for the treatment of diabetes mellitus beginning in (B)(6) 2014. Approximately in (B)(6) 2014, his blood sugar was high and controlled not well. In (B)(6) 2016, as corrective treatment his physician changed him to insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 300iu) cartridge via reusable pen (humapen luxura) 19 morning and 19 evening (no units) subcutaneously for the treatment of diabetes mellitus. Sometime in (B)(6) 2016, his humapen luxura breakdown and appeared liquid leakage, his blood glucose was also controlled not well (product complaint (B)(4)/lot. 1112b05). It was reported his injection dose was not accurate. On an unknown date his blood glucose was high and he was hospitalized on (B)(6) 2017 and was discharged on (B)(6) 2017. After discharged from the hospital, according to his physician order his dosage was adjusted to 20 (no units) in the morning and 19 (no units) at night. Additional information regarding corrective treatment and outcome of the events were not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% treatment was ongoing. The operator of the device was the patient and his training status was unknown. The general device duration of use was approximately 22 months, beginning in (B)(6) 2017. The suspect device duration of use were not provided. The device was not returned. The reporting consumer did not know if the events were related to the suspect drugs and did not provide an assessment of relatedness between the events and the suspect device. (B)(4).